Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -11.00/+3.0/136 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault and patient experienced a refractive surprise. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim #(B)(4).